Manufacturer narrative:
The manufacturer previously reported the device's active exhalation control module was replaced to address a test step failure during testing. Additional review of the repair evaluation indicates the test step failure was not confirmed or duplicated. The active exhalation control module was not replaced for this issue.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.